Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for mixed component with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of mixed component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that there was a mix of product in pack with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter: the trays of 4.5ml citrate tubes had 1.8ml plastic citrate tubes in between. Lancet dalview received 3 trays and all 3 trays had about +/- 5 1.8ml tubes inbetween.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that there was a mix of product in pack with a bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter: the trays of 4.5ml citrate tubes had 1.8ml plastic citrate tubes in between. Lancet dalview received 3 trays and all 3 trays had about +/- 5 1.8ml tubes inbetween.